Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted 13 july 2020.

Manufacturer narrative:
This report is submitted on 23 oct 2020.

Manufacturer narrative:
This report is submitted on may 26, 2020.

Event description:
Per the clinic, the patient experienced zigzag impedances over the whole array since (B)(6) 2017 and reported poor speech understanding. The implant remains in-situ.